Event description:
The customer reported that the system had a hard drive failure. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep powered up the system and system displayed a hard disk failure message. The system did not save any images. The parts for the system were no longer available. No further service was required for this case.